Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region # 10 it was verified its non- osseointegration. Implant was immediately carried out, 45 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii and bone graft was executed.